Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when cleaning the instrument, (B)(6) (sterilization center) personal reports that at the time of drying the instrument they see a loose cable, when they check they realize that it is completely loose. The procedure was completed with no reported injury.